Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. Data evaluation shows that the patient crossed their low alert threshold of 80 mg/dl with an estimated glucose value (egv) of 79 mg/dl at 10:37 am on (B)(6) 2023. The patient received their initial low alert at 10:37 am, which was vibration only. Five minutes later at 10:43 am, patient received another low alert at fifty percent volume. Five minutes later at 10:48 am, patient received another low alert at full volume. Patient continued to receive their low alert at full volume, until it was cleared at 10:58 am as patient began receiving their urgent low soon alert at that exact time, which was vibration only. Five minutes later at 11:03 am, patient received another urgent low soon alert at fifty percent volume. Five minutes later at 11:08 am, the urgent low soon alert was cleared as patent began receiving their urgent low alert at that exact time, which was vibration only. Five minutes later at 11:13 am, patient received another urgent low alert at fifty percent volume. The urgent low alert was then acknowledged at 11:13 am. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient was at home when the cgm went below 80 mg/dl (patient's low threshold setting) at around 11:00am. The patient started seizing. Her partner checked the cgm and it was reported that the cgm was displaying 50 mg/dl but did not receive an alert or vibration on her phone. Her partner provided her with glucagon. The patient was reportedly was seizing for over an hour and could not recall any details of the event. The patient eventually regained full consciousness and was in stable condition at the time of the report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.